Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03906 / 03907).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2009. Legal counsel reports patient allegations of pain; inflammation; elevated cobalt and chromium; disfigurement; loss of mobility and range of motion; difficulty ambulating; and problems sitting, standing, and moving up and down stairs. Subsequently, legal counsel reports that patient underwent a left hip revision procedure on (B)(6) 2014. There has been no revision reported to date for the right hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2014-03906 / -03907 and -07166).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2009. Legal counsel reports patient allegations of pain; inflammation; elevated cobalt and chromium; disfigurement; loss of mobility and range of motion; difficulty ambulating; and problems sitting, standing, and moving up and down stairs. Subsequently, legal counsel reports that patient underwent a left hip revision procedure on (B)(6) 2014. There has been no revision reported to date for the right hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports patient was revised due to left hip pain. Revision op report notes no evidence of metallosis, loosening of acetabular or femoral components, or of abnormal wear. The head was removed and replaced.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2009. Legal counsel reports patient allegations of unspecified problems with both hips. Subsequently, patient underwent a revision procedure on (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions,¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported.¿

Manufacturer narrative:
Medical devices: us157854 m2a-magnum pf cup 54odx48id 532460; 103206 taperloc por fmrl 12.5 139254 m2a-magnum 42-50mm tpr 422770. Medical records confirmed the patient had a left hip revision due to pain and was previously noted to have elevated ion levels. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.